Event description:
The patient reported he will have it removed on (B)(6), it had not provided any positive results. It had been turned and he had to have a MRI. The patient noted never having therapeutic effect. The implantable neurostimulator (ins) had never worked and he had run through all the programs 3 times. The patient saw the doctor last year in (B)(6). They ran through the settings one more time then in (B)(6) he turned it off. The MRI was for his back. The patient had had back symptoms with his sciatic nerve since before he got his interstim. Several years ago, when his back would hurt he would get a shot in his back and that would clear that up. The of (B)(6), the patient woke up with severe leg pain all up and down his leg. The patient eventually went to an orthopedic hcp (healthcare provider) who thought it was nerve pain for the sciatic nerve. The patient saw a back doctor on tuesday who wanted the MRI. During the call, the patient wanted to know what kind of results the interstim provides. Patient services reviewed overall clinical success rate of 77% for patients with the indication of retention. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v806859, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).